Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's inlet foam was observed to be degregated. The device's blower motor, flow sensor assembly, and tubing were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's inlet foam was observed to be degregated. The device's blower motor, flow sensor assembly, and tubing were replaced to address the issue. During the evaluation, the blower, flow sensor assembly, inlet air path assembly and tubing were replaced due to contamination from foam degradation.